Event description:
It was reported that a possible cardiac perforation was observed on the right ventricular (rv) lead and high capture thresholds were observed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation and high capture threshold. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.